Event description:
The radiographer was performing a lateral spine examination on a trolley bound patient. She positioned the trolley against the wall stand and lowered the tube to centre for the examination using the down button on the front of the tube. When the tube was as low as necessary, she released the button. However the tube continued to move down and collided with the table top. The radiographer then tried to raise the tube from the bed but it would not move up. The table was at its lowest position and no further movements could be made. The patient on the trolley was brought to the other general room to complete the examination.